Event description:
Baxter reported, the minicaps from this lot detached from the patients miniset several times. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
Evaluation summary: the minicap was visually and functionally tested and no defects were found. The reported problem was not confirmed. Review of the complaint history reveals no other reports have been received on this lot number for the reported issue.